Event description:
Study: a facility reported ventriculitis is a patient with a bactiseal catheter: relation to device: possible. Adverse event (ae) serious: yes. Is the ae a life threatening illness or injury? Yes. Did the ae result in-patient or prolonged hospitalization? Yes. Hospital admission date (B)(6) 2023. The ae did not resulted in a permanent impairment of a body structure or a body function including chronic diseases. The ae required medical or surgical intervention(s) to prevent life-threatening illness or injury, or permanent impairment to a body structure or a body function. Ae severity: severe. Adverse event outcome: recovered without sequelae. Did the ae cause the subject to discontinue from the study?: no. Prior and concomitant medications: medication name : penicilline g, indication : ventriculitis, dose 6.000.000 unit, route : i.v., frequency: qid, start date: (B)(6) 2023. History of patient: date of hospital admission (B)(6) 2023. Ongoing?: yes. Related to ae?: yes. Date of external ventricle drain system placement: (B)(6) 2023. Clinical diagnosis: requiring an external ventricular drain (evd) system secondary ivh due to ruptured aneurysm. Date of diagnosis: (B)(6) 2023. Product code: 82-1745. Lot number: 6725022. Was the evd system removed on this day?: no. Catheter placement location: right frontal. Length of catheter tunneling: 3 [cm]. Number of initial catheter insertion attempts: 1. Was the catheter replaced on this day?: no. Were any of the cranial access accessories listed below used?: no. Procedure details: was the evd system placed as required?: yes. Was the subject alive 48 hours after the time of evd placement?: yes. Was the original intended device in place 48 hours after the time of evd placement?: yes. Did the subject experience any adverse events during the evd placement?: no. Did any device deficiency occur during the evd placement?: no. Did the subject experience any device or procedure related serious adverse events within 48 hours from the time of evd placement?: no. Did the subject need for additional unplanned or emergency surgery or re-intervention related to the device or access procedure within 48 hours from the time of evd placement?: no. Date: (B)(6) 2023. Total volume of csf collected on this date: 32 [ml]. Drainage resistance pressure setting at time csf volume documented: 20 cmh2o.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Bactiseal evd catheter was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. However, the possible root cause for the issue reported by the customer, could be linked to the patient and hospital surroundings. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.